Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
This is a report of a patient who experienced, but was not hospitalized for, peritonitis coincident with therapy for peritoneal dialysis. Therapy was ongoing. The patient was treated with vancomycin injections (2 grams/5 days) and fortum injections (1 gram/day). Injection routes were unknown. It is unknown if the patient recovered from the peritonitis. No additional information is available at this time.